Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that he was unable to test on his meter due to an unk issue. The pt stated that he has not used the meter for a few months because of the issue. He does not remember what the problem was with the meter. On the day of the event (exact date unk), the pt was feeling dizzy, sweaty, and weak. His family member found him on the floor and he was taken to the hosp. At the hosp, the pt's blood glucose was 44 mg/dl. He was treated with an IV to bring his blood glucose up. He stated that he did not treat himself because he was unable to determine if he was high or low. The pt did not have any test strips available to troubleshoot. A replacement meter has been sent.